Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, weight loss, gravida ii, parity 2, cough, hematuria, tightness in chest, sore throat, rhinorrhea, back pain, shortness of breath, chest pain, vitamin d deficiency, right lower quadrant pain, vomiting and swelling nos. Concomitant products included drospirenone, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding menorrhagia"), vaginal discharge ("vag. Discharge / bladder/urinary problem"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient was found to have acrochordon ("rashes or skin conditions type: cutaneous skin tags"), 4 years 2 months after insertion of essure. On (B)(6) 2018, the patient was found to have weight increased ("weight gain/loss (specify which one) gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("bleeding : anemia") and urinary tract disorder ("urinary problems / bladder/urinary problem"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, urinary tract disorder and vaginal discharge had resolved and the vaginal haemorrhage, depression, anxiety, migraine, nausea, dysmenorrhoea, weight increased, alopecia and acrochordon outcome was unknown. The reporter considered abdominal pain, acrochordon, alopecia, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic, abdomina pain, menorrhagia, bladder/urinary. Current weight 181 lbs. Right coils: 4, left coils: 3. Discrepancy noted in date of removal 25-may-2019 and 24-may-2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-apr-2020: pfs received. New event " rashes or skin conditions type: cutaneous skin tags" added. Concomitant drug added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, weight loss, gravida ii, parity 2, cough, hematuria, tightness in chest, sore throat, rhinorrhea, back pain, shortness of breath, chest pain, vitamin d deficiency, right lower quadrant pain, vomiting and swelling nos. Concomitant products included drospirenone, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal discharge ("vag. Discharge / bladder/urinary problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient was found to have acrochordon ("rashes or skin conditions type: cutaneous skin tags"), 4 years 2 months after insertion of essure. On (B)(6) 2018, the patient was found to have weight increased ("weight gain/loss (specify which one) gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("bleeding : anemia") and urinary tract disorder ("urinary problems / bladder/urinary problem"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, urinary tract disorder and vaginal discharge had resolved and the vaginal haemorrhage, depression, anxiety, migraine, nausea, dysmenorrhoea, weight increased, alopecia and acrochordon outcome was unknown. The reporter considered abdominal pain, acrochordon, alopecia, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic, abdomina pain, menorrhagia, bladder/urinary.. Current weight 181 lbs. Right coils: 4, left coils: 3. Discrepancy noted in date of removal (B)(6) 2019 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no: 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, weight loss, gravida ii, parity 2, cough, hematuria, tightness in chest, sore throat, rhinorrhea, back pain, shortness of breath, chest pain, vitamin d deficiency, right lower quadrant pain, vomiting and swelling nos. Concomitant products included medroxyprogesterone acetate (depo-provera) from on (B)(6) 2011, nsaids since on (B)(6) 2011 and paracetamol (acetaminophen) since on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal discharge ("vag. Discharge / bladder/urinary problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain"), 7 years after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("bleeding : anemia"), urinary tract disorder ("urinary problems / bladder/urinary problem") and migraine ("migraines / headaches"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, urinary tract disorder and vaginal discharge had resolved and the vaginal haemorrhage, depression, anxiety, migraine, nausea, dysmenorrhoea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic, abdomina pain, menorrhagia, bladder/urinary. Current weight 181 lbs. Right coils: 4, left coils: 3 discrepancy noted in date of removal on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Most recent follow-up information incorporated above includes: on 10-feb-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal), migraines / headaches, nausea, dysmenorrhea (cramping), weight gain, hair loss, did not undergo confirmation test. Reporter information, concomitant drug, medical history were added. Event psych injury was updated to psychological or psychiatric problems condition: depression & mental anguish. Onset date of event pelvic pain, menorrhagia, vaginal discharge were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, weight loss, gravida ii, parity 2, cough, hematuria, tightness in chest, sore throat, rhinorrhea, back pain, shortness of breath, chest pain, vitamin d deficiency, right lower quadrant pain, vomiting and swelling nos. Concomitant products included drospirenone, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal discharge ("vag. Discharge / bladder/urinary problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6)2015, the patient was found to have acrochordon ("rashes or skin conditions type: cutaneous skin tags"), 4 years 2 months after insertion of essure. On (B)(6) 2018, the patient was found to have weight increased ("weight gain/loss (specify which one) gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("bleeding : anemia") and urinary tract disorder ("urinary problems / bladder/urinary problem"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased had resolved and the depression, anxiety, migraine, nausea, dysmenorrhoea, alopecia and acrochordon outcome was unknown. The reporter considered abdominal pain, acrochordon, alopecia, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdomina pain, menorrhagia, vaginal haemorrhage, bladder/urinary problems, vaginal discharge, weight gain". Current weight 181 lbs. Right coils: 4, left coils: 3. Discrepancy noted in date of removal (B)(6)2019 and (B)(6)2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event ¿ weight gain and vaginal haemorrhage¿ outcome was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 787221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included body mass index normal, weight loss, gravida ii, parity 2, cough, hematuria, tightness in chest, sore throat, rhinorrhea, back pain, shortness of breath, chest pain, vitamin d deficiency, right lower quadrant pain, vomiting and swelling nos. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal discharge ("vag. Discharge / bladder/urinary problem"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain"), 7 years after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anaemia ("bleeding : anemia"), urinary tract disorder ("urinary problems / bladder/urinary problem") and migraine ("migraines / headaches"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, urinary tract disorder and vaginal discharge had resolved and the vaginal haemorrhage, depression, anxiety, migraine, nausea, dysmenorrhoea, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic, abdomina pain, menorrhagia, bladder/urinary. Current weight 181 lbs. Right coils: 4, left coils: 3 discrepancy noted in date of removal (B)(6) 2019 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. On 6-mar-2020: plaintiff fact received. No new information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("bleeding : anemia"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems / bladder / urinary problem") and vaginal discharge ("vag. Discharge / bladder / urinary problem"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia, urinary tract disorder and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: received treatment for pelvic, abdomina pain, menorrhagia, bladder / urinary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 04-sep-2019: pfs received: new events added: pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, psych injury, urinary problems,vag. Discharge. Event outcome were added. Reporter information, patient date of birth, removal date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.